Manufacturer narrative:
Samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received one closed sample with a foreign particle inside the 2nd pack as can be seen on enclosed picture. This is an accidental and isolated defect produced during the produced during the packaging process. This unit should have been discarded. Remarks: we will inform the personnel involved about this incidence. Final conclusion: we conclude that the complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the customer or refund wil be issued. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: peru. Unit with foreign particle into the blister of product, near to where the blister opening.